Event description:
It was reported that patient reported post-op femoral pain. Pt had an acl with quadriceps tendon allograft, microfracture of a medical femoral condyle focal chondral lesion and debridement of the lateral meniscus for a lateral meniscus tear. He had persistent pain. An x-ray performed two months post-op showed a metallic foreign body in the posterior compartment, a piece of wire 6.5 cm's long located laterally to the right superficial femoral vein. On (B)(6) 2012, second surgery performed to remove wire. Patient did not return for a follow up visit on may 2.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Lot number was not provided so device history record review cannot be performed. The evaluation of the returned device revealed that a portion of about 2" from one end of the wire was broken off. Guide wire was observed to be bent at the breakage area. The breakage surface is rough with little deformation. In addition, the metal surface of the wire and laser marking appeared to be slightly discolored. The device met all material specifications as received. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide during use and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.